Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported system error 345 was reproduced during functional testing. A review of the event history log revealed air in line messages. A service history review revealed device has been serviced within the last 12 months. The current reported problem does not appear as a repeat symptom within the past 12 months, however the ultrasonic sensor was replaced during the previous return. The reported condition was verified. The cause of the condition was determined to bet he upstream thermistor was failing. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.